Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex x ice catheter was received for evaluation. The catheter was recognized by the catheter interface module and viewmate multi system and the imaging screen was displayed; visual abnormalities were noted; the image was not clear. The catheter imaging issue root cause is related to delamination due to lack of adhesion between pebax shell and piezo lens leading to air pocket within transducer causing the ultrasound signal to be distorted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a radiofrequency ablation ventricular tachycardia procedure, there was a procedural delay. The catheter displayed correctly, but when attempting to save an ice image using ensite echo, the ensite dws froze. The viewmate multi, ensite dws, and ensite x amplifier were restarted multiple times with no resolution. The dws and catheter were replaced and the procedure was completed with no adverse consequences to the patient.